Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Functional testing and the review of the alarm log revealed that the device had an f-9 (insert clamp) alarm. The cause of the condition was determined to be a dirty slide clamp sensor. To correct the condition, the slide clamp sensor was cleaned. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump was found to have presented an f-9 alarm. No additional information is available.